Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.

Event description:
The customer reported that he received a low alarm from the sensor of 44 mg/dl. Additionally, the customer stated a sensor died after four days and he was receiving calibration errors. The customer received a bad sensor alert after a second consecutive calibration error. Calibration protocol and the timing of calibrations leading to alert were discussed. The customer was advised to remove and change out the sensor. The customer's blood glucose was documented as 125 mg/dl. Nothing further was reported.